Event description:
Alert: left ventricular lvtip to can lead impedance warning on (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).